Event description:
Knee irrigation and debridement. Poly swap and also changed patella.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision, etiology unknown, involving an unknown patella was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Knee irrigation and debridement. Poly swap and also changed patella.